Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pump thrombosis. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis, stroke, intravenous anticoagulation. Thrombus event confirmed: yes. Device malfunction: yes. Patient outcome: serious injury. Device malfunction causative factor: patient non-compliance.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a driveline infection and pump thrombosis. It was also reported that the patient had a stroke related to the pump thrombosis. The pump was exchanged. No additional information was provided.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full analysis of the device could not be conducted because the system was not returned to the manufacturer for examination. However, the instructions for use lists device thrombosis, infection, and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 4 months. The pump was disposed of at the user facility. The patient remains ongoing on the new pump. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.